Manufacturer narrative:
This product is not marketed in the u.s. (B)(4); claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020, a vticm5 12.6, -12.00/3.0/093 (sphere/cylinder/axis), implantable collamer lens tore before/during loading into cartridge. No patient contact. Reportedly, the lens tore while pulling in the cartridge. On (B)(6) 2020, a similar lens was implanted, and this resolved the problem. Reportedly, "patient and doctor happy."

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture, residue, and debris on product. Visual inspection found haptic torn, residue, and debris on lens surface. Claim# (B)(4).